Event description:
The lay user/reporter called lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. The pt tested her blood glucose one day earlier at 8:00 am, and obtained a result of 321 mg/dl. She is on an insulin pump, which delivers .04 units of novolog per hour. She took 3-4 units based on the meter result. She then tested twice before lunch and obtained results of 237 and 234 mg/dl. She does not recall the amount of insulin that she took for those results. At approximately 1:30 pm, she began to act confused and appeared disoriented. Her husband felt that she was hypoglycemic, so he called the paramedics. He did not treat her because of the high results. The paramedics took the pt to the hospital and her blood glucose was tested; the result was 23 mg/dl. She was given IV fluids with dextrose, and her symptoms improved in approx 1 hour. The pt was released the same day. The technique for cleaning the puncture site was not correct, however, the testing technique was correct. The pt performed a control solution test, which failed. This complaint is being reported, as the reporter alleged the pt obtained high results on her meter, and later became hypoglycemic after taking insulin from a pump. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.